Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrioventricular reentrant tachycardia with 1:1 conduction which was then terminated with a scheme of anti-tachycardia pacing (atp). Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.